Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 329 mg/dl while wearing the pod between 24 and 36 hours. In addition the pods cannula had dislodged from infusion site (hip/buttocks), as well as once the pod was removed the cannula was found to be bent. The patient also reported some bruising at the infusion site. As treatment, the patient received 3 units of insulin. The patient's blood glucose and insulin history are as follows: (B)(6).